Event description:
It was reported that the patient with this pacemaker was experiencing symptoms of vertigo, dizziness and headache. Technical services (ts) was consulted and upon review of recent device stored data, found a stored sudden brady response (sbr) episode. Further review of this episode revealed that when the device feature, atrioventricular (av) search is activated, this is resulting in undersensing of the intrinsic atrial beat by placing the intrinsic atrial beat into post-ventricular atrial refractory period (pvarp). As a result, of the undersening, the device is delivering over pacing to the right atrium, thus increasing the right ventricular (rv) response. Additionally, it was noted that the patient appears to have an underlying two to one heart block. Ts recommended reprogramming options and further follow up. Subsequently, after device programming changes were made, the patient became symptomatic and returned to their health care facility where further device optimization was performed. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.